Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. Initial reporter occupation: non-healthcare professional "attorney". (B)(4).

Event description:
New (B)(4) record created in order to update (B)(4) (legacy system) complaint number wpc (B)(4). Reason for original complaint.- patient revised for pain and discomfort, osteolysis noted. Doi: (B)(6) 2008; dor: (B)(6) 2011, (left hip). Update 11/13/2012- litigation papers received. In addition to previous allegations, it is now alleged that the patient suffers from toxic levels of cobalt chromium metal debris, a grinding sensation, and an audible squeaking. Update: 4/29/2013 pfs was received from legal, medical records were received from legal. There is no new information that would change the existing MDR decision. Records are available for further review. On 11/12/2014- updated patient harms and complaint category. Tsk. Update ad 6 jul 2018. (B)(4) was re-opened under (B)(4) due to receipt of ppf and sticker sheets record. In addition to what was previously alleged, ppf alleges metallosis and bone fracture which was not specified. Added lawyer, law firm, revision hospital, surgeon, dob, new ip to capture alleged bone fracture and expiration date. Doi: (B)(6) 2008; dor: (B)(6) 2011, left hip.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. A worldwide product / lot specific complaint database search, or device history record (DHR) review, was not possible because the required product code/lot code(s) was not provided. A review of the medical records was performed as part of the previous investigation. Please see the attached associated complaint for those results. Investigational inputs were requested as indicated per internal procedures for this failure mode. The complaint information provided has been reviewed for complaint coding, medical device reporting, and other data required by the complaint system. Follow-up for additional event information, if applicable, was conducted utilizing work instruction wi-7915 appendix a. Without the physical complaint sample(s) associated with this report, it was not possible to determine if the device(s) failed to meet specification(s) at the time it was released for distribution. The device(s) associated with this event were used in the treatment of the patient as prescribed by the presiding surgeon. From the event information received, it was not possible to determine the relationship of the device to the reported event. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary.